Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests due to motor error alarm. The insulin pump has had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.